Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified, severely tortuous mid too distal right coronary artery (rca). The physician pre dilated the lesion with a 3.0 x 12mm nc quantum apex balloon catheter and a non-bsc balloon catheter. A 3.0 x 16mm promus element stent was advanced but could not cross the lesion. The physician removed the device and noticed several struts were lifted or bent. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified, severely tortuous mid too distal right coronary artery (rca). The physician pre dilated the lesion with a 3.0 x 12 mm nc quantum apex balloon catheter and a non-bsc balloon catheter. A 3.0 x 16 mm promus element stent was advanced, but could not cross the lesion. The physician removed the device and noticed several struts were lifted or bent. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. A strut on the fifth row on the distal end of the stent was raised up and bent back distally. Another strut on the first row on the proximal end of the stent was also raised up and bent back distally. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).